Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was exercised for 24 hours. The rewind, load and prime steps were performed successfully. The remaining insulin was calculated accurately during testing. The force sensor calibration measured within required specification. The reported issue was not able to be duplicated or verified. In addition, there was no debris observed in the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading was showing more than the amount remaining in the cartridge. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.